Event description:
It was reported that the tip of the device broke off during the procedure. The tip was retrieved.

Manufacturer narrative:
Alleged failure: head of serfas probe completely broken off in the joint during arthroscopic shoulder surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force used when inserting removing the probe, a probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The probe is used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device broke off during the procedure. The tip was retrieved.